Manufacturer narrative:
Co evaluated the device and found it to operate normally during performance and functional testing. Co clinical evaluated the event recorder strips. The unit was determined to have operated approriately. The unit was returned to the customer for use.

Event description:
Emt's attended to a pt in full cardiac arrest. The automatic external defibrillator was used and the pt was countershocked 5 times, however, the pt was not revived. Based upon the chart recording generated at the time of the event, emt's disagree with the device's decision to deliver therapy at the time of the 4th countershock.